Event description:
It was reported via repair work order that the bed was experiencing phantom motion and would go into cardiac chair on its own due to the button being stuck on the patient right siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.